Event description:
This article is a prospective multicenter study experience utilizing original registry in the free state of saxony (saxonian registry analyzing and following left atrial appendage closures (laac)) that investigated the efficiency and safety of laac with watchman or amulet device in a real world setting. A special focus was put on the influence of laac frequency on periprocedural eficiency and safety. The devices associated with this study were amplatzer amulet and watchman left atrial appendage closure 2.5 generation device. The prospective multicenter original registry demonstrates that laac can be performed in everyday clinical routine with a very high procedural success rate. The postprocedural antithrombotic strategy differs widely among the participating study centers. This important issue should be addressed in further randomized trials. [The primary and corresponding author of this study is lucie kretzler, clinical study center (csc), berlin institute of health (bih), charité ¿ universitätsmedizin berlin, corporate member of freie universität berlin, humboldt-universität zu berlin, campus virchow klinikum, augustenburger platz 1, 13353 berlin, germany, with email: (B)(6) ] the time frame of this study is unknown in total 482 consecutive patients were included in the periinterventional analysis. The mean age of the treated patients was 74.41 (sd 8.775) in the amulet group and 75.09 (sd 8.537) years in the watchman group. The majority of sex in the study was male (amulet - 58%, watchman - 66%). Comorbidities included: bleeding, atrial fibrillation, high thromboembolic risk, transient schemic stroke (tia), diabetes mellitus, vascular disease, hypertension, congestive heart failure.

Manufacturer narrative:
Literature attachment: short term outcome after left atrial appendage occlusion with the amplatzer amulet and watchman device: results from the original registry (saxonian registry analyzing and following left atrial appendage closure). Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities, including bleeding, atrial fibrillation, high thromboembolic risk, transient ischemic stroke (tia), diabetes mellitus, vascular disease, hypertension, congestive heart failure. Some reported complications were pericardial effusion, tia/stroke, and post-procedural complications, include thrombus, residual shunt, stroke, bleeding, arrhythmia, and device embolization. A more comprehensive assessment could not be performed as the event was non-contemporary, aneously reported through a literature review, and no device or individual patient information was received for analysis.